Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped and will not be returned for analysis. As a result, the allegations against this lead (noncapture) cannot be confirmed. The lead was actively implanted for approximately 6 years, 1 month. The device history records and the complaint files of the manufactured lot for this lead model were reviewed. There were no manufacturing rejects identified and no additional complaints against this lot. The instructions for use (IFU) provide information on possible complications: with the use of endocardial leads, complications might occur during implantation, explantation,or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. A follow-up report will be sent if additional information becomes available.

Event description:
The customer reported that the patient developed a sudden onset of severe lightheadedness and near syncope. The patient presented to the ER on (B)(6) 2015 and ventricular noncapture @ 2.5 ms was identified. In addition, there was a sudden increase in capture threshold to 5v @ 1 ms with intermittent loss of capture. Ventricular impedance was stable at 552 ohms during this event. The patient had complete heart block and was very symptomatic. She was flown to another hospital where the lead and generator were replaced.